Event description:
The runthrough wire got stuck in the left ventricular (lv) lead. The lv lead was taken out of the middle vein with runthrough lead stuck in it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).